Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump does not record the bolus in the bolus history. It was stated that the customer had high blood glucose and they suspected that the device has not delivered the boluses. The caller was assisted with programming a 0.2 bolus after being disconnected from the insulin pump, and the bolus was recorded in the bolus history. The caller also stated that the insulin pump did not alarm no delivery. A tubing clamp was not available to perform the high pressure test at time of call. No further information was provided.